Manufacturer narrative:
Analysis of the suspect system control plate kit was unable to confirm reported problem "mvs (mobile viewing station) shuts down when ias (image acquisition system) powered on." Installed system control plate in test o-arm and the system readied as expected. Footswitch, handswitch, both pendant ports and communication were functional. Ias and mvs remain powered on at same time. 2d and 3d imaging were successful. Unable to confirm complaint.

Manufacturer narrative:
The cable assembly was returned to the manufacturer for analysis. The cable passed continuity testing and both the detector and ias cables passed gbit testing. Installed the mvs interface cable in test imaging system and the system readied and functioned as expected. 2d and 3d imaging were successful. Intentionally manipulated the cable and did not reproduce the failure. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: UDI # updated to reflect the correct number.

Manufacturer narrative:
The power conversion enclosure and the gantry motion control box was returned to the manufacturer for analysis. The power conversion enclosure and the gantry motion control box were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The mobile view station (mvs) and image acquisition system (ias) could not be plugged in together and turned on at the same time. Through troubleshooting, it was decided to replace the mvs power board. Replacing the board resolved part of the boot up issue. However, there were issues when the umbilical cable is plugged in. It was also found that the motion system was not fully booting up. The representative found no 96 v out of the power conversion assembly. The umbilical and power conversion did not resolve the communication or motion issues. The logs were evaluated and it was determined the system board could be causing the issue. The system board was replaced and 2 of the motion controllers were reset to default settings, after which an attempt was made to reconfigure them. This fixed one of the controllers, the other was unable to be configured. The motion controller (gantry) was then replaced which resolved the motion issues. The representative performed the necessary calibrations after replacing the system board. The system was returned to service. A full imaging system check-out was completed following parts replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The power conversion board and mvs board have been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A site representative reported that outside of a procedure the imaging system experiences an issue where both the mobile view station (mvs) and image acquisition system (ias) cannot boot together. The representative reported that both systems can boot on their own, however, powering on the ias with the mvs already powered on causes the mvs to shut down. There was no patient present when this issue was identified.

Manufacturer narrative:
The power control board for the viewing station of the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.